Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to attach a connector and, upon trying a second connector, achieved a successful connection; inspection of the initial connector found the needle missing. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health or need for medical care. Investigation included user troubleshooting and visual inspection of the connector that failed. Investigation of this case revealed a missing needle associated with the connector component, consistent with a component assembly defect that prevented proper attachment. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing-related component defect.